Event description:
As reported: "subject (B)(6): pyc study. Crepitation with pain (including squeaking)/ pain with extreme range of motion, also some crepitation. Testing for possibility of infection: labs, MRI, CT."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.